Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the following causes; -the physical stress might have been applied to the distal end of the subject device. As a result, the light guide lens chipped and scratched. The moisture and/or foreign object might have invaded the light guide lens from that chipped or scratched part. -a small gap might have been generated in the light guide lens glue of the subject device due to the physical stress/ chemical stress caused by the user handling. Then the moisture and foreign object might have invaded the light guide lens from the gap. Note: the reported phenomenon could be prevented because IFU (operation manual) states as follows: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It could be confirmed that the inside of the light guide lens of the subject device was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the annual inspection at olympus (B)(4), it was found the dirt inside the light guide lens of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.